Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the keypad buttons and found a dim and discolored display screen. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump keypad was observed to be torn at the down and ok buttons. Testing of the keypad buttons confirmed that the buttons were responding appropriately. The keypad was removed and contamination was observed under the button contacts. During testing the display screen was observed to be dim and discolored. (B)(4).